Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that post implant measurements revealed <200 ohms impedance. The pocket was opened and after disconnecting the lead from the pulse generator, the analyzer did not register an impedance. Therefore, the lead was replaced.